Manufacturer narrative:
Investigation summary: the device was visually inspected and dark reddish-brown material was found inside the pebax. No signs of damage were observed. Then, a deflection test was performed and the catheter failed. A failure analysis was performed. The catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to prevent this issue. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab noted that there was a hole on the surface of the pebax. Initially it was reported that the catheter failed to deflect. There was no patient consequence reported. The failure to deflect was assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. The biosense webster, inc. Product analysis lab received the product on january 5, 2019 and found that the clear pebax sleeve had dark reddish-brown material inside and there were no signs of damage to the sleeve. This issue was assessed as not reportable. Foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on february 5, 2019, the scanning electron microscope (sem) testing showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax . The product analysis lab analysis showed that the integrity of the catheter was compromised. Therefore, the hole has been assessed as a reportable issue. The awareness date of this record is february 5, 2019 as this is the date that biosense webster, inc. Became aware of the hole on the pebax.